Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic high, out of range, high voltage lead impedance was observed. During the lead replacement, externalized conductors were observed. The lead was capped and replaced. The patient condition was fine.